Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemia (user did not provide the blood glucose level information) event following treatment of a prior hypoglycemia episode of 64 mg/dl, with available information indicating user-related handling consistent with an improper or incorrect procedure or method while using the ilet bionic pancreas. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.